Event description:
It was reported that the unspecified bd alaris¿ infusion tubing clamp was defective and did not remain clamped when removing the tubing from the pump channel. The following information was provided by the initial reporter: "or staff came to room to take pt to surgery. Or staff removed tubing from IV pump. IV pump clamp did not remain clamped when tubing was removed from channel. All medication left in bottle was infused while or staff were getting ready to take the pt. ICU nurses at bedside during this time and noted empty bottle. Channel used for this medication was taken straight to clinical engineering. Lvp (B)(6) & lvp (B)(6) . Medication infusing not identified."

Manufacturer narrative:
Investigation summary: a complaint of issues with the clamp of a pump was received from the customer. Photos of the pump were provided by the customer. The defect could not be confirmed. A device history record review could not be performed because the lot and model number are unknown. As the defective set was not returned, the root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion tubing clamp was defective and did not remain clamped when removing the tubing from the pump channel. The following information was provided by the initial reporter: "or staff came to room to take pt to surgery. Or staff removed tubing from IV pump. IV pump clamp did not remain clamped when tubing was removed from channel. All medication left in bottle was infused while or staff were getting ready to take the pt. ICU nurses at bedside during this time and noted empty bottle. Channel used for this medication was taken straight to clinical engineering. Lvp (B)(4) & lvp (B)(4). Medication infusing not identified."